Manufacturer narrative:
On 08-jan-2018 product investigation results: the reporter returned toothbrush head on 02-jan-2018. Toothbrush head confirmed to be counterfeit.

Event description:
Oral-b attachments breaks down of the stem, brush broke off [device breakage]. No adverse event. Product counterfeit. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on 18-oct-2017 that oral-b brushheads, version unknown breaks down of the stem. He reported this occurred with 3 attachments in 4 months. No symptoms developed. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 23-nov-2017 consumer follow-up via e-mail: the consumer reported he still had 1 brush that was new in the packaging, and 1 brush that recently broke off. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b attachments breaks down of the stem, brush broke off [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that oral-b brushheads, version unknown breaks down of the stem. He reported this occurred with 3 attachments in 4 months. No symptoms developed. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 23-nov-2017 consumer follow-up via e-mail: the consumer reported he still had 1 brush that was new in the packaging, and 1 brush that recently broke off. No further information was provided.